Event description:
It was reported that the patient experienced several episodes of dizziness. The physician would like to do an electrocardiogram to monitor their heart. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.